Event description:
A retired psychiatrist reported for a friend that following intraocular lens (iol) implant surgery, she could see a crescent shape at the edge of her eye in the right hand corner. The reporter did not provide any contact info; therefore, follow up could not be conducted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The reporter did not provide any contact info; therefore, follow up could not be conducted. (B) (4). (B) (4). (B) (4).